Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that, during a medical procedure, the cutting accessory broke when it hit nail inside the patient. It was further reported that the procedure was completed successfully. There was a clinically insignificant delay to remove fragments (of broken cutting accessory) from surgical site and no medical intervention was required. No further information at this time.

Event description:
The initial reporter confirmed that the drill bit is not a stryker device.

Manufacturer narrative:
Correction: d4; the initial reporter confirmed that the drill bit is not a stryker device.additional information: h6: the quality investigation is complete.